Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 693 mg/dl. The customer was wearing the insulin pump during the hospitalization. The customer¿s current blood glucose level was 206 mg/dl. The customer also reported that the insulin pump was malfunctioning. The customer¿s blood glucose lowered after hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit passed dat test at 0.08800 inches. Unit properly connected to glucose sensor simulator. No sensor anomalies noted. Unit was unable to download due to multiple displayable history check failed on startup alarms in history screen. Displayable history check failed on startup alarms are due to corrupted history file. Unit was received with cracked lcd window, cracked reservoir tube lip, cracked case at display window corners, cracked belt clip slot and minor scratches on lcd window.